Event description:
It was reported that a spectrum iq infusion pump had an issue of defective speaker. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name,d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing , the report of 'defective speaker' was confirmed as no audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a broken rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.